Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of button error alarm. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarms during testing noted. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, broken belt clip slot, and cracked battery tube threads.